Event description:
It was reported by the affiliate that during an open prostate procedure, while mobilization the prostate from the vessels, the surgeon opened a new device. The mechanism of the instrument was not working and no sound was heard during firing. Using a little beat force on the instrument made it fire but the vessel was bleeding a lot. Surgery was prolonged fifteen minutes. Another device was used to complete the case. (B)(6).

Manufacturer narrative:
(B)(4). (B)(4). Missing component the analysis results of the device found that it was received in good visual condition. The device was cycled and the antibackup feature was noted non-functional. The remaining clips were fed and formed according to manufacturing specifications. The device was disassembled and the hoop spring and lever were missing; leading the antibackup failure. A batch record review was performed and no anomalies were found during the manufacturing process.